Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. During the event history log review, an increased intra-peritoneal volume event was identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Upon conclusion of the investigation, the cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain 104 (night drain #4) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 07:38:00. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.